Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their leads failed and that they were told there was a problem with the upper wire. It was also noted that their heart rate was high. It was further noted by a registered nurse that the patient experienced chest pain and that the right atrial (ra) lead threshold had been high. The ra lead remains in use. No further patient complications have been reported as a result of this event.